Event description:
Physician was reducing a fracture using synthes 4.5 cannulated screws. The guide wire was placed. When the physician inserted the screw over the guide wire, a piece of the thread on the screw broke off. Doctor performing procedure does not intend to remove the screw or the mm size piece that is imbedded in the bone. Not only would the attempt most likely be unsuccessful, it may do more damage than good. Vendor for the company was informed. The vendor of the company suggested that if the guidewire was bent at all, it may have contributed to tip of the screw shearing off as the guidewire is advanced over the guidewire or as the guidewire is being removed.